Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary interventional procedure. Reportedly, resistance was felt during advancing the thumb advancer with difficulty splitting the sheath. The clip was deployed; however, there was difficulty in attempting to remove the starclose se device from the anatomy after clip deployment. The safety release mechanism was used and the device was removed from the anatomy, but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, the following additional information clarifying the event was received: reportedly, resistance was felt during advancing the thumb advancer and the exchange sheath was not able to completely split. The safety release mechanism was used and the device was removed from the anatomy. Hemostasis was achieved using manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which identified a crack in the pusher block. A review of the lot history record was conducted and found the cracked pusher block may be related to a manufacturing issue. A review of the complaint handling database was performed and identified one complaint for difficulty to deploy vessel locator wings. A product issue was identified that appeared to be related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.